Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem was resetting. The cause for the failure was isolated to contamination to the battery board contacts. The root cause of the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated charger/modem.

Event description:
A review of the service data detected a reportable event. Upon servicing battery charger sn (B)(4), the charger was resetting. The last pt to use this charger did not report any deficiencies.